Event description:
It was reported that during a surgical procedure at 81,433 joules of use and 12 minutes, the light came out at the end of the fiber and not on the side. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. There was no information provided regarding patient outcome.

Event description:
It was reported that during a surgical procedure at 81,433 joules of use and 12 minutes, the light came out at the end of the fiber and not on the side. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. There was no information provided regarding patient outcome.

Manufacturer narrative:
Device codes added h3: device evaluated by manufacturer updated h6: evaluation codes updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:48 pm CT.the report number is being corrected from: 2937094-2018-60249to: 2937094-2018-60045